Event description:
Spv-400 was implanted in (B)(6) 2006. Recently the flow became slow and obstruction was found under x-ray by a surgeon. Therefore it was replaced with a new spv-400.

Manufacturer narrative:
Results of analysis will be developed in a follow-up report.